Event description:
Wire broke off into patient. The wire was found in the specimen at the end of the procedure. Diagnosis or reason for use: turp. Is the product compounded: no. Is the product over-the-counter: no.